Manufacturer narrative:
Date sent to the FDA: 12/02/2020. Additional information: a manufacturing record evaluation was performed for the finished device pj5556 batch number, and no non-conformances were identified. Additional h-3 summary: it was received for analysis an opened box with thirty-four unopened samples of product code z316h, lot pj5556. During the visual inspection of unopened samples, no defects were found on the package. The samples were opened, and the swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along of the strand and no defects, damaged or suture breakage were noted. A functional test was performed, and the tensile strength force was above the minimum requirement. The device performed without any defect noted and the actual complaint sample was not returned for analysis. Photo: two pictures were received for evaluation. Upon to visual inspection of the pictures a box of the product code z316h, lot # pj5556 could be observed. No samples with sutures broken were observed. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that an animal underwent an unknown procedure on an unknown date; and a suture was used. During the procedure, the suture broke.